Manufacturer narrative:
No unexpected display anomalies noted during testing. Unit passed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unexpected pump error 37 alarmed during rewind test due to jammed motor gearbox. Unit received with minor scratches on lcd window. Unit received with scratched casing, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was damaged. Insulin pump would need to be replaced. Customer's blood glucose was unknown.